Manufacturer narrative:
The complaint sample was evaluated, but the reported event could not be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history search was performed and no actions are required. The surgical technique (zimmer® gender solutions® patello-femoral joint system quick reference guide to cleaning & sterilization requirements) details the insertion technique for inserting the burr onto the milling handpiece. Additionally, the doctor later reported that they did not think the burr was defective, but rather that the event may have been attributed to user error; however, a root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned as the defective instrument was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pfj mill burr would not assemble with the mating pfj mill burr instrument. The defective burr was discarded. Attempts have been made for additional information and are unavailable at this time.